Event description:
It was reported that detachment occurred. A rotapro 1.50mm was selected for use. During preparation it was observed that there was detachment of the device. The procedure was completed with a different device. No patient complications were reported.